Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only**

Manufacturer narrative:
Device evaluation; no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced an issue with the product. The "8fr" inline suction catheter could not pass through the tube. After discovering the problem, nicu replaced the catheter it with a "7fr" catheter with "no issues". Further investigation revealed that the affected ett had a flat side. Adverse effects were not reported.